Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd (chronic obstructive pulmonary disease) and sarcoidosis. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the humidifier and sd card cover were missing. Cut-like scratches were observed on the bottom of the bottom enclosure. Dust-like contamination was observed on the blower cap, iso port, on the sound abatement foam, and walls of the bottom enclosure. Pil observed potential degraded sound abatement foam on the bottom of the blower housing. Manufacture confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report, linv was captured in box d: device third party device avail for eval. Date returned in box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.